Event description:
While on a transfer from hospital to hospital with an unresponsive pt. The crew's lifepak 10 monitor presented a reading of flatline 10 min. Prior to arriving at the destination. The crew tried changing the batteries and also turning the monitor on and off. Nothing changed. The pt had no complication throughtout the trip, crew did monitor the pt until arrived at the hospital.